Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2019 with the following findings: a review of the black box showed multiple occlusion alarms. The force at the time of occlusions was high. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad, and the display was dim and faded with a red hue. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the sensor was detecting the correct force. No occlusions occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.